Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a sigmoid resection after the device was fired it was unable to be removed from the patient. Or time was extended 30 minutes to remove the device from the cavity. The surgeon fully advanced eea spike and when eea was removed, anvil detached and remained in cavity. The procedure was converted to open. The surgeon performed an enterotomy to remove anvil and then sutured the enterotomy closed. Upon leak test there were no air bubbles. There was unanticipated tissue loss. No reinforcement material was used. Last known patient status: healthy.